Event description:
Complaint states that pump would not propel fluid forward. Upon inspection, the rollers are not turning. No patient injury.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: visual inspection results determined a failure on the pump head assembly.